Event description:
It was reported that during a femoral approach to implant a vena cava filter, the filters arms deployed, but the feet were stuck in the spline of the catheter. A recovery cone was used to remove the vena cava filter, via a jugular approach. No injury to the patient was reported. A second vena cava filter from the same lot number was implanted 2 cms below the renal in the vena cava after the first one was removed.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. Received for evaluation were one g2 filter system, pusherwire, y-body with a connector attached of unk origin, storage tube, delivery sheath and filter inside. Upon initial inspection of the returned sample, it appeared that the pusherwire was clean and intact. The storage tube and the y-body had no defects and were intact. The sheath was evaluated and it appeared that there was blood in the lumen. The wall of the sheath appeared marked up. Marks were noted in the wall of the sheath under the distal gold band indicating that the filter had stopped at this point. Heat was applied to the filter and the filter took shape. All arms and legs were present and intact. All measurements taken were within specifications. The result of the investigation was confirmed for failure to deploy. The root cause is unk. It is unk whether patient or procedural factors contributed to this event. The information for use (IFU) for this device states the following: precautions: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the IFU (information for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.